Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 546 mg/dl with trace ketone levels. It was reported that there was evidence of moisture ingress within the battery compartment without damage to the pump. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was determined by animas customer technical service that the reported bronchial infection may have contributed to the reporter hyperglycemia. This complaint is being reported because the alleged hyperglycemia was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/10/2015 with the following findings: review of the pump¿s black box revealed no related issue; the total daily dose correlated appropriately to the user programmed basal rates. Three battery compartment cracks were observed. The returned battery cap was able to secure properly to the pump. Moisture was observed within the battery compartment. Leak testing confirmed a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.